Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/10/2020. DHR: caesarkit/v5005: batch manufacturing records of caesarkit/v5005 was reviewed for any process deviation but no deviation was observed. Reconciliation was reviewed for all stages found ok. Finished goods tests reports was reviewed test results and found to meeting requirement. Exp. Date- 10/31/2020, date of mfg.-11/01/2015. DHR: nw2517/t5002. Batch manufacturing records of nw2517/t5002 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value and needle pull-off value found to meet the specification requirement. Exp. Date-10/31/2020, date of mfg.-11/01/2015. DHR: nw1326/t5030. Batch manufacturing records of nw1326/t5030 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value, needle pull-off value and moisture test results and found to meet the specification requirement. Exp. Date-10/31/2020, date of mfg.-11/01/2015. DHR: nw2519/t5004. Batch manufacturing records of nw1326/t5030 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value, needle pull-off value and moisture test results and found to meet the specification requirement. Exp. Date-10/31/2020, date of mfg.-11/01/2015. Additional h3 investigation summary: complaint sample was not received for the investigation. Retained sample evaluation: complaint sample of caesar kit was not received for investigation and actual impacted child item code/lot was unknown hence all three child items were considered for the investigation. Cesar kit consists of following three products. A. Vicryl suture size 0, ob needle ¿ nw2517 ¿ 1 pack. B. Vicryl suture size 1, ob needle ¿ nw2519 ¿ 1 pack. C. Monocryl suture size 3-0, subq needle -nw1326 ¿ 1 pack. Kit retained sample evaluation: since the complaint is related to breakage suture, knot pull tensile strength test is applicable & measurable parameter. Two boxes of cesar kit retained samples were visually inspected and no physical defects were observed. Five cesar kits overwrap pack were subjected to analysis for knot pull test and satisfactory results were obtained. Additionally, five retain samples of each child item code were retrieved for analysis. The primary packs of retain samples along with kit overwrap pack were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples was tested for knot pull tensile strength test and found to meet the specification. Knot pull tensile strength test was performed over five retained sample of each child item to check the behavior of the suture material. All the individual as well as average knot pull tensile strength values of all retain sample were found to meet the specification requirements. This analysis indicated that there was no issue related to processing of the lot. Manufacturing records review: as a part of further investigation batch manufacturing records of each child item were reviewed. The batch manufacturing records were reviewed for any process deviation, but no deviation was observed. Finished good test records were reviewed for tensile strength value and needle pull-off value at release and found to meeting the specification requirement. From the above analysis, it is evident that there was no issue related to the suture quality and processing of this incident lot.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Batch manufacturing records of caesarkit/v5005 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed test results and found to meet requirement. Batch manufacturing records of nw2517/t5002 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value and needle pull-off value found to meet the specification requirement. Batch manufacturing records of nw1326/t5030 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value, needle pull-off value and moisture test results and found to meet the specification requirement.

Event description:
It was reported that the patient underwent cesarean section on (B)(6) and suture was used. When the surgeon was tying a knot, the thread broke and the thread was reportedly stringy. The procedure was completed successfully. There were no adverse patient consequences reported.